Event description:
It was reported that the device fabric was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Nine (9) days post procedure it was noted that the implant fabric was torn and allowed contrast dye to enter into the laa. Thrombus was present behind the implanted closure device so the physician plans to keep the patient on xarelto.